Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated he observed "e0e" and "e0d" error codes on the heater cooler unit. The device was not changed out, as this was an off pump case and no pt involvement.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-01116.